Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pi). The pil technician installed the cpu pcba into a pi ventilator to duplicate the reported issue. Pi verified that the alarm error code e1102 shows twice in the log dating (B)(6) 2022. Neither the occurrence nor the associated error code e1102 could be duplicated at the product investigation lab during the boot up of the system pcba or standard test bed operation using the system pcba. The cpu pcba passes all engineering testing and all voltages required for the proper operation of the system are well within spec. Customer complaint has resulted in a no problem found.

Event description:
Philips received a complaint by the customer on the v60 indicating that that the device has a check vent: primary alarm failed" (diagnostic code: 1102) message. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and could not confirm the reported problem. The reported phenomenon was not duplicated. The pse replaced the speaker #1 and the cpu board for the preventative measures. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The removed speaker assembly was returned to the product investigation lab (pil) for failure analysis. The pil technician (tech) installed the speaker assembly into a pil ventilator to duplicate the reported issue. Visual inspection of the speaker assembly revealed no evidence of damage or contamination. The pil tech could not duplicate the accusation of the suspect speaker. There was no problem found with the returned component. The pil technician verified a solid 8 ohm in spec resistance of the voice coil with pin-to-pin measurements as well as solder joint to solder joint measurements with the use of a fluke 87 meter. The pil tech then installed the suspect speaker to the standard test bed and powered on and operated the stb on all power sources verifying that the suspect speaker operated on the stb with solid audible tones and without issue or error code. In addition, pil tech verified that the 3.3 vdc, 5vdc, 12vdc and the 35vdc voltages noted on the cpu pca and were found to be within spec with the use of the suspect speaker. The pil tech then purposely induced a proximal pressure (pprox) alarm and verified that the suspect speaker emitted a strong audible tone during the alarming of the stb for the pprox induced alarm. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.